Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and an ngen generator and the patient experienced atrioesphageal fistula that resulted in death. A death of a patient following a complication of an af ablation was reported. The procedure was performed a month prior to the death, with carto3 system using a qdot catheter. The complication that occurred one month after the operation was an atrioesophageal fistula. The patient unfortunately died as a result of this serious complication. No additional information provided. The patient was treated at the besançon university hospital but the af ablation procedure took place at the (B)(6) (69300 caluire-et-cuire).